Event description:
It was reported that, the epicardial lead from the abdominal pacemaker system has been exhibiting chronically high threshold pacing. Subsequently, the lead was turned off. Additionally, the field personnel indicated that the minute ventilation (mv) has not been tested with an abdominal device position. Upon reviewed, the graphs showed a limited mv input to respiratory rate (rr) whereas the accelerometer had a greater impact on heart rate. Due to the device position in the abdomen, the impedance measurements for mv were not measured through enough lung. It was decided to turn off the mv and leave it programmed at nominal settings to see how the patient gets on before potential further rr optimisation. This device remains in service. No adverse patient effects were reported.